Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt called wanting to know what their implant model information was because they were wanting an MRI. Pt no longer had their equipment and they were trying to figure out the implant information so they could get replaced equipment, ps was unable to find pts information in database. About 5 years ago the pt was homeless and their stuff was put in a storage building and it got on fire. Pt noted they needed the equipment to get the MRI. The patient was redirected to their healthcare provider to further address the issue. Pt noted they could not get a hold of their workman comp. The patient mentioned unrelated medical history including in 2017 pt had heart failure for they had broken heart failure so they had a paddle used on them and their unit was off since the implant battery had been totally dead since 2017. Pt noted their leads go up to c6 and c7. Additional information was received from the patient (pt) on (B)(6) 2023. When asked for contributing circumstances, patient repeated previously reported, unrelated, information regarding a hospital visit for gallstone removal and suspected stroke, during which they needed an MRI and patient noted they would not be able to turn on the device as it had been dead for years. The cause of the ins being dead was they could not get it to charge. Patient is planning on having the device replaced, but replacement surgery is not yet scheduled due to issues with worker's comp approval. Patient receiving epidural injections currently. No symptoms reported during call. The issue has not yet been resolved as they have not yet been scheduled for replacement surgery. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) re-reported previously documented information from this case and noted they had a workers compensation number because they wanted to replace their ins because their ins reached the life expectancy in 6 years in 2018. Pt previously reported conflicting information that the ins had been totally dead since 2017.